Event description:
Bovie pad sensor alarming, bovie pad checked and insertion site on machine checked, pad changed, stopped alarming. When bovie pencil used alarm sounded. The pencil was changed but was still alarming. Bovie machine was taken out of svc and new machine brought in. No injury to pt.